Manufacturer narrative:
A direct correlation between the patient¿s outcome and the device could not be determined as the device was not returned for evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 5 years, 7 months. No further information was provided. Additional information was requested, but was not received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a stroke on (B)(6) 2016 after nearly six years of lvad support. The patient's family elected to withdraw care. No further information was provided.